Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tubes (367840) from lot 0167212: dirty stopper ×3".

Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tubes (367840) from lot 0167212: dirty stopper ×3".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/4/2021. H.6. Investigation: bd received 3 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.